Event description:
It was reported that the patient presented for follow up with a right atrial lead that dislodged. The lead was repositioned; however, the lead dislodged again during closure. The physician opted to explant and replace the lead. The patient was in stable condition.

Manufacturer narrative:
Correction - h6 codes for product not returned.